Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow (B)(4).

Manufacturer narrative:
The unit had a compromised force sensor alarm during the basic occlusion test due to protruded or loose drive support disk. The unit was unable to verify motor error due to compromised force sensor alarm. The motor tested outside device and passed. The unit had scratched lcd window, cracked reservoir tube, reservoir tube window, reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address or serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 204 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.